Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v006888, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID neu_siliconeanchor, product type: accessory. Product ID 37711, serial# (B)(4), product type: implantable neurostimulator. Product ID neu_siliconeanchor, product type: accessory. (B)(4). Analysis of the extension ((B)(4) found all conductors are broken 13.2 cm from the proximal end.

Event description:
The manufacturer representative reported the implantable neurostimulator (ins) was at end of life (eol) and there were high impedances. The patient could not remember the last time the stimulation was on. The issue was identified when the patient was shown to the operating room for an ins replacement. Intraoperative impedances and stimulation testing were completed throughout the procedure. The ins was replaced first. High impedances were noted on all electrodes. The old extension was removed, at which point, the physician noted the protective sheath on the lead was distressed. It was decided to replace the old lead with a new one. The issue was considered resolved. There were no patient symptoms reported. The indication for therapy was unknown. The patient outcome was noted to be alive with no injury. If additional information is received, a follow-up report will be sent.